Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had the implant for the last 15 years and had another battery put in a year and a half ago. Pt stated he went to the dr. About his ribs and dr heard that the new implant that goes into your spinal column supersedes the old ones and it may be better for him. Pt mentioned he had two leads in his back now. Pt wanted to know the difference between the old leads and new leads. Patient services asked pt if he was having issues with his current device and he stated that he's not getting any benefit from when it was installed. Pt reported that he was having more problems with his ribs and back. Pt also reported that this is the second battery and he doesn't like it at all, because he can hardly get over a day out of it and then he would have to charge again. Pt mentioned that the last "5,6,7 years" maybe that the therapy is getting less and less. Pt reported he had broken ribs and he was the first one to have the double leads put in. Pt stated he has had a combination of back problems and broken ribs that would not heal. Pt stated they tried to get the double lead and they couldn't get up as far as they wanted to for some reason to do him any good for the ribs. Pss consulted with tech services and reviewed lead information. The patient was redirected to their healthcare provider to further address this.